Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the scrdriver-hex l200 f/screw f/cervic-dist (part # 396.967, lot # ac113463, was received at us cq. Both the screwdrivers shows normal wear and tear. No other visual defects were identified with both the device. It was not possible with all returned screwdrivers to pick-up and hold the screw. During insertion of screw, the screw was blocked in the position as shown in report. While looking into this more detail, it could be seen that the spring was indeed bend to far down. In this incorrect position it is not possible for the screw to push the spring upwards which is necessary for proper functioning. Thus device failed to function as intended. The complaint can be confirmed for scrdriver-hex l200 f/screw f/cervic-dist (part # 396.967, lot #ac113463, qty # 1). The potential causes of the current spring geometry may be due to either incorrect manufacturing or unintended manipulation by user (e.g. , during reprocessing) but a definitive root cause cannot be concluded on the returned device. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed device history lot: part: 396.967. Lot: ac113463. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 10 march 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, this device is new and was received in local dc to replace another device in the orthokit ((B)(4)). The key with ref 396.967 does not fit the screws that go into the set. This report is for one (1) scrdriver-hex l200 f/screw f/cervic-dist. This is report 2 of 2 for complaint (B)(4).